Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2021, the patient underwent hardware removal due to pain. Trochanteric femoral nailing advanced (tfna) screw, trochanteric femoral nailing advanced (tfna) femoral nail and titanium locking screw were removed. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involve (3) devices. This report is for (1) 5.0mm ti locking screw w/t25 stardrive 32mm for im nails. This report is 3 of 3 for (B)(4).